Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced. System error 105 will occur when the pump experiences a motor failure.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.